Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were getting poor communication while trying to sync with the implant using the patient programmer (pp). The patient noted that they were adjusting stimulation because they were leaking somewhat but couldn't get the remote to sync with the implantable neurostimulator (ins). The patient was confused about where the implant was and stated that they could feel something in their upper buttock but felt something a bit lower and toward the middle. The patient noted that they had two incision sites, one for the ins and one for the leads. The patient confirmed that the antenna was secured and synced with the implant, but this did not resolve the issue. The patient noted that they began to see the sync screen and was unable to troubleshoot further. The patient then confirmed that the batteries in the pp were high energy and the patient was reviewed the appropriate batteries to use. The patient did not have the appropriate batteries at the time of call, but noted that they would obtain the correct batteries and would call back for further troubleshooting. No further complications were reported or were expected.(B)(6) 2018 patltr (con): additional information was received and patient reported that they have not had their device adjusted because they had uti. No further complications were noted or anticipated.